Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-2317-50 serial #: (B)(4), description: infinion cx 50 cm lead; model#: sc-4316, lot #: 20123500 description: next generation anchor kit-sterile; model#: sc-4318, lot #: 20571259, description: clik x anchor.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the explant procedure was inadequate pain relief. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.